Event description:
It was reported that a (B)(6) pt underwent a breast augmentation procedure on an unk date about 10 months ago. The pt presented at this doctor's office on (B)(6) 2010 with a wound infection and suture was hanging out of the incision. Cultures were taken and doctor is awaiting the results. The pt has had a prior issue with (B)(6) infection with the implants. The doctor plans to re-operate on this pt to remove the suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. There is a possible device involved in the event as follows: ethibond extra & excel polyester suture.